Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving compounded baclofen via an implantable pump for intractable spasticity. It was reported that the personal therapy manager stalled at 90%. Tech services reviewed clearing data and running apps, confirmed issue resolved.

Manufacturer narrative:
Section d references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.